Event description:
The customer reported no alarm when cable unplugged from monitor. The device was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no alarm when cable unplugged from monitor. The device was not in use on a patient. The philips technical consultant (tc) did not confirm the event. The tc went on site and noted the device "checked normal". The tc instructed the user to review the alarm history. It is unknown if the user reviewed the alarm history. The was no response to the attempts for additional information. The cause of the event is unknown. The resolution is unclear based on what was provided for information. The device remained on site.